Event description:
Patient returned to the emergency room with neck pain days after surgery. X-ray revealed a 1 cm length radiopaque string which was removed. No adverse outcome was reported. No causal relationship with sponge product was stated. Operating room manager expressed concern over the quality of sponges.

Manufacturer narrative:
Origin and root cause of a 1 cm length of radiopaque string could not be determined from the information provided. No sample or lot number was available. Any additional pertinent information from further investigation will be provided in a supplemental report.